Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door was failed. The customer mentioned that the tower door had contained a specific medication and there was nowhere to move the drugs. The customer tried to reboot and recover, but issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 had frequent failures. A field service engineer confirmed the malfunction within the medication application, powered down the station, replaced latches on door 1 through 4 with updated components. After restarting the device, the hardware test application was successfully completed, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.